Manufacturer narrative:
It was reported by the hospital contact that during the coil embolization, the stent ((B)(4)) could not be advanced through the prowler select lpes microcatheter ((B)(4)). The stent was changed to another stent ((B)(4)) but resistance was met when advancing the 2nd stent. And the 2nd one could not deploy at all after reached the lesion location. Withdrew the stent with the microcatheter and used a new stent (details unknown) with new microcatheter (details unknown) to complete the procedure. There was no report on the patient injury. As the patient has (B)(6), the products had been discarded. The patient is male and (B)(6) years old, has (B)(6). An adequate continuous flush was maintained through the microcatheter. There was no clinically significant delay in the procedure due to the event. The vessel was not calcified or tortuous. It is unknown if the microcatheter was re-shaped. The microcatheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the microcatheter to deploy the device. The deployment of the device was not attempted by pushing it out of the end of the microcatheter. The device was not recaptured. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. Therefore, no corrective actions will be taken at this time. This is an initial/final report. This is 1 of 2 reports associated with report 1226348-2016-00102. (B)(4). Concomitant medical products and therapy dates: prowler select lpes microcatheter ((B)(4)), stent ((B)(4)), new stent (details unknown), new microcatheter (details unknown).

Event description:
It was reported by the hospital contact that during the coil embolization, the stent ((B)(4)) could not be advanced through the prowler select lpes microcatheter ((B)(4)). The stent was changed to another stent ((B)(4)) but resistance was met when advancing the 2nd stent. And the 2nd one could not deploy at all after reached the lesion location. Withdrew the stent with the microcatheter and used a new stent (details unknown) with new microcatheter (details unknown) to complete the procedure. There was no report on the patient injury. As the patient has (B)(6), the products had been discarded. The patient is male and (B)(6) years old, has (B)(6). An adequate continuous flush was maintained through the microcatheter. There was no clinically significant delay in the procedure due to the event. The vessel was not calcified or tortuous. It is unknown if the microcatheter was re-shaped. The microcatheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the microcatheter to deploy the device. The deployment of the device was not attempted by pushing it out of the end of the microcatheter. The device was not recaptured.